Manufacturer narrative:
The combination of the implant geometric design, implant-abutment interface, and excessive implant loading due to unfavorable bridge to implant position likely contributed to the failure and eventual breakage of the implants.

Event description:
Implant fracture

Manufacturer narrative:
To be decided after the company receives the parts back for evaluation, the customer will provide the necessary clinical data, and a full investigation is conducted.

Event description:
Broken implants.